Event description:
Hip revision surgery due to stem subsidence and pt expressing hip pain associated with activities.

Manufacturer narrative:
Based on the surgeon's report the pt's follow up demonstrated stem subsidence with complaint of hip pain associated with activity (hip flexion). During the revision surgery it was determined that the pt's hip joint was very stable with no signs of mechanical impingement for either implant or implant to bone. There was no evidence of implant/bone micro motion that could be detected. The taper junction of the stem showed no signs of pitting, corrosion on either the neck or inside the taper cavity of the stem. The surgeon's assessment was that the stem was extremely stable with no signs of any motion between stem and bone; however the stem and head were replaced. The insert and shell were left intact.